Manufacturer narrative:
Initial reporter's occupation is not known at this time.

Event description:
It was reported that the audio functions of a dash 2500 were inoperable due to a presumed speaker failure. A loss of audio would prevent the unit from producing an audible alarm if a patient was experiencing a critical event. There were no patient injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.